Event description:
The customer contacted stryker to report that their device could not sense the patient while paddle leads were attached. In this state, the device may be unable to deliver defibrillation therapy if needed. This issue is patient-related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported device sensing issue. Stryker did observe the customer's device to unexpectedly power off. The power pcb assembly was replaced to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported device unable to sense the patient could not be determined. The cause of the power issue was due to the power pcb assembly.

Event description:
The customer contacted stryker to report that their device could not sense the patient while paddle leads were attached. In this state, the device may be unable to deliver defibrillation therapy if needed. This issue is patient-related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.